Event description:
Ecn event description: catheter was prepared and flushed according guidelines. Physician started to ablate lspv. While wanted to go to lspv, guidewire remained stuck in the catheter (not stuck with tissue). They removed the catheter and guidewire. They pulled out the guidewire (very difficult) and they replaced the guidewire (seemed to be ok out of the body to move it). Then in lipv, same issue, not possible to pull back the guidewire, stuck in the lumen of the catheter. Not possible to remove it out of the body so exchange of the guidewire and the catheter to complete the case. What troubleshooting steps took place? What troubleshooting steps, if any, resolved the issue?: change guidewire only first. What is the next course of action?: send a new catheter to the customer patient present at time of event?: yes. Patient complications: no patient complications. Device acquired from a distributor?: no. Int additional questions: device 1: upn m004pfce41m401, model number null, lot or serial number: (B)(6). Was issue present upon opening package?: no. Question: what brand/make of guidewire was used? If a bsc or merit guidewire: please provide the upn & lot# answer: starter boston scientific (m001491561, 8939661). Question: was any tissue seen at the tip of the catheter or guidewire? Answer: no. Question: were you able to remove the guidewire as normal? If no: what state was the gw in when the catheter was removed? (Ex: within the guidewire, advanced past the tip, etc) answer: gw inside the catheter question: were other catheter malfunctions present? [Ex: deployment issues, guidewire lumen detachment or kinking, etc] if yes: please specify answer: no. Question: (patient information question not applicable in european region/ canada). Is patient information (patient identifier and age) available? If yes: provide information in the patient section of the form. If no please specify why the information is not available from the facility answer: na. Time of event: during procedure.

Manufacturer narrative:
No device was returned for analysis. A review of the device history records for the specimen device does not present any indication of manufacturing defect or anomaly that could have impacted on the event as reported. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. The complaint is non-verifiable as the product was not returned for evaluation. At this time, it is not possible to assign a definitive root cause for the event as reported. Based on the information provided by the supporting documentation, "physician preference" appears to have impacted on the event as reported. Without the return of the actual device in question for evaluation, lake region medical is unable to determine the exact cause for this incident. Lake region medical has no open preventative action specific to manufacturing this product differently. As indicated in the IFU (instructions for use) precautions section: do not attempt to move the wire without first determining the reason for resistance under fluoroscopy.